Event description:
The pt received his scs system, including an ipg, on (B)(6) 2008. The pt reported feeling a heating sensation at the ipg pocket when recharging the ipg. A new charging system was sent to the pt. In addition, the pt was advised to shorten the recharge intervals and to utilize the neoprene charging belt. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.